Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to an unknown procedure, the micro tornado handpiece with hand controls did not hold the burrs. It was not reported if there was a delay in the surgical procedure but a replacement device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 11/1/2018. It was noted there was no surgical delay. The procedure has been completed. There was no patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The device was received at the service center and evaluated. This reported problem was confirmed. The defect(s) reported by the customer has/have been verified and remedied using the preventive maintenance measures. The preventive measures used for repairing the defects are listed as follows, "micro": preventive replacement of o-rings performed according to the service manual functional test performed. Hipot test completed. Electrical safety test according to iec 60601-1 completed. Functional test according to test procedure completed. Unit cleaned. Safety test checklist enclosed. Unit modified according to guideline of the manufacturer. The unit has been checked for technical safety. No technical or functional faults were found in the functional tests carried out on the unit. It was noted that the wrong o-ring was mounted in the device, which would cause the blade or burr to not secure properly within the handpiece. The biomed manual allows for replacement of the o-ring by the customer; therefore, it is possible that the customer incorrectly replaced the o-ring. Additionally, this serial number device was previously serviced in april 2018 and met all specifications and was fully functioning at that time. This serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = this serial number belongs to an old legacy device. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).